Manufacturer narrative:
A review of ticket trending data for the alinity I ca19-9xr assay was performed. The review did not identify any adverse trends that indicate a product issue related to patient results. A ticket review was completed for the complaint lot numbers 93260fp00 and 96308fp00; the review concluded increased complaint activity was not identified for the issue under review. Accuracy testing was performed to evaluate the performance of reagent lots 93260fp00 and 96308fp00. An internal panel was tested with retained kits of the complaint reagent lots. Acceptance criteria were met, which indicates acceptable product performance. No customer returns were available for evaluation. In addition, a device history record review was performed on reagent lots 93260fp00 and 96308fp00, which did not show any potential nonconformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. Use error may have caused the falsely elevated results as retest of both samples gave the expected result indicating a potential sample handling/integrity issue. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 08p32-20, that has a similar us product distributed in the us, list 08p32-21 and 08p32-31. Patient identifier ID (B)(6) is the entire ID. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated alinity I ca 19-9xr on samples that repeated normal. ID (B)(6) generated alinity I ca19-9xr (lot 96308fp00) of 42.71 u/ml that repeated 18.09 u/ml. No impact to patient management was reported. No specific patient information was provided.